Event description:
Information received from the field does not address the patient's clinical status but notes ventricular oversensing. During an autocapture threshold test, the test terminated with the message "test cancelled while sinus > maximum tracking rate". The rate alternated between sinus and atrial pacing at 60 ppm. The maximum tracking rate was 105 ppm.